Event description:
During an endoscopy procedure, a cook hercules 3 stage balloon was used. The balloon was inserted into the endoscope and it passed easily. Balloon inflation was attempted and the balloon failed to inflate. Water was seen exiting through a hole. Another hercules 3 stage balloon was used to complete the procedure without incident. There was no harm to the pt due to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures, due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved, confirmed the balloon would not inflate, due to a cracked catheter. There was a crack in the catheter located at the proximal balloon joint. A kink was also observed at 124 cm from the balloon tip. Due to the nature of the damage, it is difficult to determine, if material is missing at the location of the crack in the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Evaluation conclusions: the additional info provided indicated, the balloon did not receive lubrication and negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter, to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon, and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during advancement into the endoscope accessory channel. Prior to distribution, all hercules 3 stage balloons are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.